Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the distal tip was ovalized and revealed additional ovalizations along the catheter. If the device is mishandled during use, damage such as this may occur. Further evaluation of the device revealed that the distal tip lumen was folded. This damage was likely a result of forceful manipulation of the distal tip against resistance during the procedure. The root cause of the resistance could not be determined. During functional testing, the cat7 was tested with a demonstration pump and canister and the cat7 functioning as intended. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat arteriovenous fistula (avf) using an indigo system aspiration catheter 7 (cat7) a non-penumbra sheath. During the procedure, the physician completed approximately 3 passes using the cat7. Afterwards, it was noticed that the distal tip of the cat7 was ovalized. The technician tried to fix the ovalized distal tip and subsequently made it worse. Therefore, the cat7 was removed. The procedure was completed using a new cat7 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.